Event description:
The complaint is reported as: the cuff deflated causing decreased oxygenation and respiratory distress, which caused the pt to vomit. The condition of the pt is unk.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for eval, therefore, the complaint could not be confirmed. If the sample is received, a f/u report will be submitted with the investigation results.